Event description:
It was reported that the device was not powering on. No patient involvement was reported.

Event description:
Additional information was received including the date of the event and confirmation that no patient as involved.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a missing battery and battery holder cap, cracked bezel and gas supply indicator cover as well as internal corrosion throughout. Functional testing found no electronic power. The root cause of the reported issue was found to be customer damaged and corroded battery holder assembly. Replaced damaged gas supply indicator, patient outlet connector, alarm gauge bezel and led printed circuit board (pcb) set. Upgraded nrv assembly and replaced faulty alarm reed holder including the alarm reed. Device passed all functional testing.